Event description:
During an initial implant procedure, after the leadless pacemaker (lp) was successfully fixated, an x-ray revealed the lp to be dislodged. Once the lp was retrieved, the helix of the lp was observed to be stretched. The lp was then replaced to resolve the event. The patient is stable.